Manufacturer narrative:
(B)(4). One used sample without packaging was received and evaluated. The product does not contain a lot number identification. The sample was received with some buildup of biologic matter inside the et tube. This flushed out during decontamination. The overall sample was examined. The et tube and suction line are visually unobstructed. The et tube exhibits slight crimping at the area between the "20" and "22" numeric depth markers. This area is just proximal to the attachment of the suction line to the et tube. The customer has not stated the size of inline catheter they attempted to pass. For the purpose of demonstration, a 14fr closed suction catheter was inserted into the returned et tube. The catheter passed without interference through the et tube. Water was infused through the suction adapter. The water flowed through the suction line without obstruction. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a "patient was intubated on (B)(6) 2015; however, there was a sudden increase in peak pressure and in-line catheter was difficult to pass. The tube was exchanged on (B)(6) 2015." Additional information was received on 01/08/2016 stating that the new endo tracial tube was placed timely with no complications. The endotracheal tube could not be exchanged due to a kink, bougie would not pass. The patient was in hospital as of last week. No additional information reported.